Manufacturer narrative:
Operator of device is no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming for no disposable and says stopped. The settings were reviewed and the clamp was closed. The cassette was removed and gently tapped then replaced. The clamp was opened, the pump was started and continued running. How to stop the pump was reviewed with the patient because the residual volume was reset. No patient injury was reported.